Event description:
It was reported that the patient with this pacemaker was reported to have episodes of decreased responsiveness described as "blanking out." The caller requested device longevity information; however, no implant or follow-up information was available in the system. Technical services recommended contacting the patient's managing clinic to confirm device follow-up and obtain additional information. The device remains in service. No adverse patient effects were reported.